Event description:
The complainant reported that they encountered flow saturation, high purge pressure, thrombus, suction, and bleed during impella support. During start of procedure, floseal/bioglue was applied to graft anastomosis for bleeding control and bulb drain inserted into pocket prior to closure. The patient was later on p9 with flows at 5.5 and rvad 4.5l. Then, the patient's purge pressure spiked to around 1080 with purge fluid (pf) less than 1. Tissue plasminogen activator (tpa) at 2mg/50ml was started through the purge and was reviewed with the nurse. During support, the patient also encountered several instances of suction. Additionally, patient showed signs of flow saturation with an increasing motor current (mc). The impella was removed from the right axillary and a clot was seen around the impeller/motor housing. The patients outcome is unknown.

Manufacturer narrative:
There investigation was completed. No product was returned for analysis. High purge pressure: the logs confirm purge pressure high alarms and show a gradual rise in purge pressure over about 2 hours before alarm was triggered. There were no motor current spikes outside p-level changes before high purge pressure. Motor current values also trended upwards and pump flow became saturated. Clinical mentions tpa was added to the purge and clot observed upon explant. The cause of the issue was most likely biomaterial as evidenced by the gradual rise in purge pressure with effects on pump flow and motor current and by the clot visualized upon explant. High or saturated pump flow : the data logs confirm saturated pump flow and show a gradual rise in purge pressure and flow saturation with pump flowing above the expected range for p9 at 6.5l/min. There were no motor current spikes outside p-level changes before saturated pump flow. There were high purge pressure alarms and purge system blocked alarms after a gradual rise in purge pressure and motor current. Clinical mentions tpa was added to the purge and clot observed upon explant. The cause of the issue was most likely biomaterial as evidenced by the gradual rise in purge pressure with effects on pump flow and motor current and by the clot visualized upon explant. Pump suction: several suction events during support. The data logs confirm suction alarms during support. The logs do not show any motor current spikes. Suction alarms occurred at different points during support with some instances self-resolving. The cause of the issue was not determined as no product was returned for analysis and limited information was provided. Access site leak: access site bleeding around sheath reported. Floseal/bioglue applied to graft anastomosis for bleeding control. Limited information was provided to determine cause of access site leak. The cause of the issue was not determined as limited clinical information was provided. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. A device history review was completed and showed the device passed all post sterile inspection checks.